Event description:
It was reported that "after the insertion of the device for labor analgesia and the administration of 15 ml of local anesthetic, the filter became completely filled with blood despite all the aspiration checks and tests with the local anesthetic. The catheter is undoubtedly more rigid than the one used previously and slides with difficulty inside the needle, it creates friction, and this is felt above all during the needle removal procedure. The doctor says that due to its rigidity the catheter slips out when the introducer is removed. To prevent this, they push the catheter further in, risking the possibility of puncturing a blood vessel, which is particularly engorged in pregnant patients. A vessel has been damaged.".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn #(B)(4).

Event description:
It was reported that, "after the insertion of the device for labor analgesia and the administration of 15 ml of local anesthetic, the filter became completely filled with blood despite all the aspiration checks and tests with the local anesthetic. The catheter is undoubtedly more rigid than the one used previously and slides with difficulty inside the needle, it creates friction, and this is felt above all during the needle removal procedure. The doctor says that due to its rigidity the catheter slips out when the introducer is removed. To prevent this, they push the catheter further in, risking the possibility of puncturing a blood vessel, which is particularly engorged in pregnant patients. A vessel has been damaged".